Manufacturer narrative:
Citation: akodad m et al. Hemodynamic performances and clinical outcomes in patients undergoing valve-in-valve versus native transcatheter aortic valve implantation. Am j cardiol. 2019 jul 1;124(1):90-97. Doi: 10.1016/j.amjcard.2019.04.009. Epub 2019 apr 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the hemodynamic performances and clinical outcomes in patients who underwent aortic valve-in-valve procedure versus transcatheter aortic valve implantation in patients with native aortic stenosis. All data were retrospectively collected from two centers between 2013 and 2017. The study population included 132 patients (predominantly female; mean age 83 years), 104 of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 3 deaths occurred within 1-year post implant due to unspecified cardiac causes. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, paravalvular regurgitation (grade 1, 2, and 3), stroke, myocardial infarction, coronary occlusion, rehospitalization for cardiac causes, major vascular complications (defined as ischemia or major bleeding), and increased mean aortic gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.